Event description:
It was reported that during a cholesectomy the clips unformed. Another device (pear shape) was used to complete the case. No pt consequence was reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.